Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. The customer was treated for high blood glucose with a bolus. After the troubleshooting was done, customer was offered to troubleshoot for high pressure test but declined. The customer was advised monitor his blood glucose and call us back if encounter any other issues. Customer declined to troubleshoot for low blood glucose.